Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.50/+2.5/091 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to patient experienced a refractive surprise. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.50/+2.5/091 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to patient experienced a refractive surprise. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
B5- per email communication on (B)(6)2022 it was reported that the lens (t253011) was not explanted and there was no issue with this sn. This event was reported in error. Claim# (B)(4).